Event description:
A 5 mm diameter x 17 mm length bridge x3 stent was inserted into a pt for endovascular treatment of a 90% renal artery stenosis in 2001. The pt had no vessel tortuosity. A 7 french sheath was used, and the lesion was not pre-dilated. It was reported that, as the device was crossing over the renal artery, the stent popped off the balloon into the renal artery. Attempts at snaring the device to remove it from the vasculature were unsuccessful. Attempts at reinserting the deployment balloon to deploy the stent in situ were also unsuccessful. The stent was abandoned, and another stent was successfully deployed in the lesion. The pt cannot undergo surgery to have the dislodged stent removed, so the pt will be monitored by fluoroscopy. No complications have been reported as a result of the event, and the pt is reported to be fine. The stent delivery system was discarded by the hosp and will not be returned to medtronic ave.